Event description:
A 27mm pericardial bovine tissue valve was inserted, struts on valve got caught on suture. Valve removed and a porcine tissue valve implanted. Dr felt it is a design problem on the way the struts are made on the bovine valve.